Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported the patient had been having pain at the ins site for some time, but in the last 5 days it was so bad she could hardly move. The patient states she has had pain at the ins site for a while but in the past 5 days she can hardly walk. The patient states she has pressure on her nerves from the pain. The patient states she has had all kinds of falls, however did not have the dates for these. The patient states the last time she had the device checked was 2 years ago. The patient was having trouble with the ins and the remote and the patient states not using the remote correctly. This was noted to be a gradual change in therapy/symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient.patient reported that "my box" has become very painful, especially when walking, sitting and ridingin the car. Patient asked if there was something they can do to relieve this. No further patient symptoms or complications were reported in this event. Additional information was received from the patient on (B)(6) 2018. Patient reported that they had stimulator put in 5 or 6 years ago for the last year or more it has been bothering them quite a bit and for last two weeks it was so painful they can hardly walk, sit or lay down. Patient cannot find a comfortable spot. Patient also said the pain was by the implant and went down to their groin and legs. Patient said I think I broke one corner loose on (B)(6) 2016 and I saw the rep and she said one corner was broken off and either live with it or have it removed. Patient had reported this in her original call but during this call she clarified the fall was on (B)(6) 2016. Patient said she takes 4 pills a day and does not want to go to the ER because they will only be able to give them more pain pills. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had contacted their healthcare provider about the pain at their ins site, and trouble with the ins. They stated that their device was dead. The patient noted that they were getting a new ins on (B)(6) 2018. No further complications were reported or anticipated.